Manufacturer narrative:
Evaluation summary: analysis of the memory dump revealed anomalous battery voltage measurements caused by a measurement lock up resulting in eri (elective replacement indicator). The condition was the result of a timing anomaly internal to a pacing/sensing integrated circuit.

Event description:
It was reported that the device indicated eri (elective replacement indicator), despite the battery impedance being in normal range. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.